Manufacturer narrative:
(B)(4).

Event description:
Hold for erika 11.13it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.